Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a labral repair when passing the pole stich it broke. It was replaced with another ar-3638 and the same event occurred. Both implants remained in the patient. A third implant was used and it was successful. The procedure was completed with no further issues. The patient was a young male with hard bone.